Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The returned devices were visually examined, and the following was observed: sheath shaft curvature likely due to packaging. Sheath liner fully expanded as designed. Sheath shaft was kinked approximately 4.5" from sheath hub likely due to packaging. A distal tip split is present along axial score line with slight liner stretching at the distal end. No functional or dimensional testing was relevant to support the investigation; thus, no functional or dimensional testing was performed. Imagery of the patient's anatomy was provided, and it was noted that the patient's right access vessel showed presence of tortuosity. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The sheath distal tip split was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per device evaluation, the distal tip was split. Review of the provided imagery revealed tortuosity in the patient's right access vessel. Presence of tortuosity can create sub-optimal angles during system retrieval into the sheath. Retrieving a system with a crimped valve could cause it to catch on the tip, leading to the observed sheath distal tip split. As such, available information suggests that procedural factors (withdrawal of crimped thv) and/or patient factors (tortuosity) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During pre-decontamination evaluation of returned devices, a distal tip split was observed on the returned 14fr esheath+. Right subclavian access was obtained via cutdown. The 14fr esheath+ was inserted in the proper fashion without resistance. Valve alignment was performed in an area that did not have perfectly straight anatomy-there was not quite enough space, and the patient had a horizontal annulus. During valve alignment, the delivery system balloon and 26mm sapien 3 ultra valve were not completely coaxial during balloon alignment, however, there was no issue with performing valve alignment. During the attempt to deploy the valve, there was no expansion of the sapien 3 ultra valve, and it was discovered that the balloon had a leak. Blood was seen in the syringe. The delivery system and valve were withdrawn without issue. The reported damage to the balloon was identified as balloon leakage. A new system and valve were prepared and deployed without incidence. There were no difficulties during sheath withdrawal. No adverse patient outcomes were noted. It was believed that the balloon leak occurred during valve alignment during pre-decontamination evaluation of returned devices, the following was observed: leakage noted at proximal triple marker on crimp balloon. Sheath distal tip opened as designed with a tip split.